Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller (rep) brought patient on the line who has an scs for low back pain. The patient reported a squeezing sensation, that was occurring then, and shocking sensation at times. It was confirmed the scs ins was currently depleted. . The patient reported and possibly confused which devices provides pain relief. Patient also reported falling several times around the time the issue started. Recommended speaking with managing hcp of either device. Caller (manufacturer rep) reported per patient their ins will not charge over 70%. Unable to troubleshoot as the ins was depleted at the time.